Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 26th april 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. An in range patient impedance was recorded during this time. The device failed a self-test due to a low battery on the (B)(6) 2014. An increase in voltage then suggests a further pad-pak was installed, the device passed a self-test. The device records manual power ups of less than one minutes duration on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The one minute time outs may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a known membrane installed. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.